Manufacturer narrative:
A replacement to the glidescope video baton 2.0 large was provided to the customer, and the reported video baton was returned to verathon for evaluation. A verathon technical service representative evaluated the video baton and confirmed the reported image issues. When connecting the video baton to known, good, test verathon equipment, the image on the test monitor produced no image, freezing image and a split image whenever the connected test glidescope core smart cable was manipulated. Upon visual inspection of the reported video baton, the verathon technical service representative identified damage to the video baton's hdmi port. The camera image quality test was performed and failed for the reported glidescope video baton 2.0 large. Upon completion of the evaluation the reported glidescope video baton 2.0 large was scrapped as it had already been replaced prior to its return to verathon, and there being no repairs available for this device. Corrective action is currently not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the video baton hdmi port would not hold the connected smart cable securely resulting in the cable easily disconnecting and the image would be lost. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.